Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the model and lot number is not known. Should it become available a supplemental report will be submitted. (B)(4)

Event description:
The patient was part of the (B)(6) the index procedure was performed (B)(6) 2013. The lesion (r-1) was in the distal sfa and popliteal segments 1, 2, and 3 with 100% stenosis. The lesion length was 200mm. The lesion was post-dilated after use with the dcb due to a flow limiting dissection. On (B)(6), 2013 popliteal thrombosis was observed in lesion r-1 (treated lesion) causing prolongation of existing hospitalization. Additionally, pta with stent placement was performed (B)(6), 2013 along with thrombolysis of the popliteal artery with angiojet and alteplase. Two stents were deployed-1 everflex 5x80 stent and a 17x40 competitor stent was deployed. Three balloons were used for pta. Two competitor balloons and 1 covidien/ev3 5x80 balloon (unknown make and model). The 30 day follow up on august 25, 2013, showed no issues. On (B)(6), 2013 acute ischemia of the right limb (target lesion r-1) was noted. Thrombolysis with actylise was administered on the right limb along with embolectomy with a fogarty catheter. (B)(6) 2013, acute ischemia of the right leg was reported (target lesion r-1). Embolectomy with the fogarty catheter was performed. The access site from the common femoral artery was sutured by opposing of a dacron patch. September 26, 2013 acute ischemia of the right limb (target lesion r-1) was present. Femoral-anterior tibial bypass was performed with autologous saphenous vein of the right limb.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.